Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the issue occurred due to the lamp exceeded the maximum lighting life time.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. However, an olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported that the lamp hours were over the maximum lifespan and a new lamp was ordered. The customer wanted to know if the device¿s spare lamp could be used for the procedures. Tac advised the customer that the spare lamp is meant for emergency use only and not intended for normal use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source had an ignition error code e103. There was no harm, user injury nor infection reported due to the event.